Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information was received that clarified the bleb separation procedure is a needling procedure that was due to continued high iop and eyedrops did not work for the high iop.

Manufacturer narrative:
Further information from the reporter regarding event has been requested. No additional information is available at this time. The events of bleb-related issues and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of bleb related issues and high intraocular pressure are known events addressed in the labeling.

Event description:
Clinical study patient had a xen®45 gts implanted in the left eye and the next day experienced non-serious events of mild corneal incision edema, mild conjunctival hyperemia, and mild anterior chamber inflammation. No treatment was noted and all events resolved. During follow up approximately a week and a half after implant, intraocular pressure (iop) was noted to be 39.7 mmhg and a non-serious event of conjunctival hyperemia in the left eye. Patient treated with brinzolamide and timolol maleate eye drops. Patient was admitted to the hospital the next day due to iop remained high with the conjunctiva of the left eye was slightly congested. Four days later, patient underwent flitering bleb seperation procedure in the eye and treated with anti-inflammatory and anti-infection treatment. The iop was now noted at 11 mmhg the day after surgery. Patient was discharged five days after admission. All reported events have been resolved.